Manufacturer narrative:
Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device ¿ 2 years, 4.5 months. The report of low speed events, pump stoppages, and low flow alarms was confirmed based on the review of the submitted system controller log file. The events appeared to occur while the patient was operating on the power module and appeared consistent with a potential percutaneous lead wire compromise; however, percutaneous lead wire damage could not be confirmed because the pump is not available for evaluation. Submitted x-rays showed an area of potential breakdown of the braided shield on the internal portion of the percutaneous lead. In addition, the patient experienced red heart alarms with body movement while tethered on a grounded power module patient cable, suggesting there may be a potential percutaneous lead wire compromise on the internal portion of the percutaneous lead. The patient currently remains on support with the ungrounded power module patient cable with no further issues reported. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient experienced multiple low speed, low voltage, low flow, and pump stop (red heart) alarms. The alarms occurred as the patient went from battery power to wall power (power module). Upon returning to battery power, the alarms cleared. The patient was asymptomatic. On (B)(6) 2015, the manufacturer's technical services representatives performed a driveline evaluation. No open wires were found while performing phase interrupter tests. Red heart alarms were reproduced while the patient stretched both arms out to the right side while tethered on the grounded power module patient cable, which was the same body movement the patient reported when the alarms were first experienced. The patient was stable on battery power. Additionally, it was reported that x-rays displayed a possible internal area of concern. The hospital personnel declined an external percutaneous lead replacement and requested a modified power module patient cable for the patient's use.